Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to allege that the cannula's adhesive came off yesterday during work, and insulin leaked on his clothes. Customer advised that this leak resulted in high glucose levels. Customer is attributing the leak to the adhesive not sticking properly. No adverse event alleged. Device not available for return.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.